Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that they were having sensor issues and after pulling the sensor out of their arm they saw that the electrode was partial. Customer's blood glucose reading was unknown. The customer was informed that the sensor would be replaced. No further details were provided.